Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. A primary audible alarm found in the history along with several time and also acu watchdog as sympathy alarm and a motor rate error. Power up was performed along with infusion and occlusion testing. The analyst was unable to duplicate the reported problem. J9 connector was fully seated and glue was intact on mating surfaces of the j9 connection. The motor rate error was duplicated and is due to normal wear and tear. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The analyst replaced the interconnect board and speaker as preventive measure. The analyst also replaced the worm coupling, worm gear, motor and motor bracket.

Event description:
Information was received that the medfusion 3500 pump displayed an ac watch dog failure and multiple motor rate errors. There was no patient involved. There was no patient involved.